Event description:
The nurse reported via our sales rep that she noticed problems occurred at the attempt to carry out the distal locking with the gamma 3 target device. According to the additional document the hospital performed approximately 10 surgeries per month. Nurse mentioned that there were no patient impairment or prolongation of the surgical procedures at all because replacement devices were available to complete the respective surgeries successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.